Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had broken retainer ring and it came off. The customer stated that the reservoir does not lock into place. Customer was reporting that insulin pump was not able to deliver insulin properly. Customer stated that they were unable to use the insulin. Customer stated that insulin pump was indicating to resume basal or rewind and they select resume basal and message was continued. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.